Event description:
It was reported that during the implant procedure, the set screw on the device would not engage. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned, analyzed, and no anomalies were found. It was also noted that the returned device indicated a missing grommet, the returned device found a set screw with a rounded socket, and the returned device indicated the set screw was found in the connector bore. (B)(4).